Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, lot #: 3060238,3075736 description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient experienced pain and discomfort in the back and ribs when stimulation was increased. The patient also feels pain at the pocket site. The patient was reprogrammed which reduced some discomfort. It was assessed that the pain therapy is ineffective. The patient was hospitalized and administered medication. The database analysis revealed no anomalies.

Event description:
A report was received that the patient experienced pain and discomfort in the back and ribs when stimulation was increased. The patient also feels pain at the pocket site. The patient was reprogrammed which reduced some discomfort. It was assessed that the pain therapy is ineffective. The patient was hospitalized and administered medication. The database analysis revealed no anomalies.

Manufacturer narrative:
Additional information was received that the patient continues to have the same problem, in addition to feeling currents in the whole body.